Manufacturer narrative:
(B)(4). Returned products evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer's son complains of high results. Customer states that father feels physically fine, denies the need for medical attention at this time. The customer's expected blood results are 180-190mg/dl fasting. Verified test strips expire 10/15/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer's son is calling to run a control test on the meter and strips for his dad. He ran a control test level (5l0a62) on the strips and result was 239mg/dl (95-129mg/dl), he ran a second control test with level 1 (5l1d52) result was 113mg/dl (194-262mg/dl). Control solution tests were out of range for both bottles. Customer was also concerned with his results being higher than the results using his doctor's meter. Customer normal range based on the meter and strips was 180-190mg/dl (fasting).